Event description:
It was reported the lead was explanted and replaced due to intermittent oversensing , noted as short interval count of 2709, and rising impedances. No patient complications were reported as a result of this event and the patient's status was reported as intervention successful.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead analyzed. It was reported the lead was explanted and replaced due to intermittent oversensing , noted as short interval count of 2709, and rising impedances. No patient complications were reported as a result of this event and the patient's status was reported as intervention successful. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, oversensing.